Manufacturer narrative:
B4: 17jun2019. G4: 14jun2019. The unit was returned for evaluation. The touchscreen was cracked with shattered glass. The reported event was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
B4: 6feb2019. G4: 6feb2019. H3 and h6: reference MFR#2031642-2019-00771 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of this report: 06feb2019. (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and user interface assembly and was resolved.

Event description:
It was reported that the unit's touchscreen was inoperable. The device was in u event date not specified; estimate used se at the time of the event; however, there was no patient harm.